Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level in the 300's mg/dl with a high level of ketones and vomiting. Cause of elevated bg level was unknown. Insulin, unspecified fluids, and anti-emetic medication was given as treatment. Reportedly, customer left the ER several hours later with customer in stable condition (bg unknown).